Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stating that the frame welds underneath are broken. Also, the wheels turned all the way to the side and the tiller sustained damage. MDR filed.